Event description:
It was reported through a remote transmission that the patient's right atrial (ra) lead exhibited far r-wave over-sensing resulted in inappropriate mode switch episodes. The patient had no adverse consequences.